Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 467 mg/dl. The customer specified that their blood glucose levels were in the range of 300 mg/dl to 500 mg/dl troubleshooting was performed for high blood glucose. The customer was wearing the insulin pump within 48 hours of the reported incident. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).